Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, diseased mucous membrane, immediate implantation, swelling, bleeding, inflammation. Poor oral hygiene, immediate chewing on that side.